Event description:
Philips received a complaint by the customer on the v60 indicating that there was contamination in the blower. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was contamination in the blower. It was stated that the flow sensor had already been replaced due to contamination. The remote service engineer (rse) provided the customer with the part number of the blower and boot kit to replace. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the blower and tubing to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.